Event description:
A malfunction alarm labeled malf 16 was reported, but no notable events occurred prior to this issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support determined that the malfunctioning pump was not resettable and arranged to replace it. The customer was aware of how to put the pump into storage mode and planned to use an alternate therapy, specifically mdi, to continue insulin delivery.